Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt had a recent history with complaints of feeling dizzy. The pt stated that when she moved around it appeared to improve. The pt was seen in cardiac rehabilitation by the vad coordinator and everything appeared to be fine. The pt returned for cardiac rehabilitation the following day and while the pt was speaking, she experienced slurred speech and a facial droop. The symptoms resolved quickly; however, the hospital made the decision to admit the pt and administer a heparin gtt. The pt's international normalized ratio (inr) was within normal limits. It was mentioned that at the end of the summer, the pt had stopped taking her lasix and gained about 20 lbs. An echocardiogram (echo) was unremarkable and the pt's lactate dehydrogenase (ldh) had started to climb slightly. That evening the pt suffered a hemorrhagic stroke. There was no improvement in pt status and the family decided to withdraw care. The pt expired shortly after.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.